Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed excessive handling. The chuck clamp jaw was broken, possibly due to excessive use of force and/or incorrect movements during procedures, generating stress at a certain point and consequent breakage. A replacement was sent to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for repair. During service, technician found the adaptor clamp jaw broken. This is report 1 of 1 for complaint #(B)(4).